Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed through review of archive data and functional testing. The root cause of the system error is a communication issue between the drivetrain motor and the processor pca board. The archive data review showed a system error latch error 71 (motor drive train command issue) around the reported complaint date, confirming the complaint. The autopulse platform failed initial functional testing due to the system error latch error 71 message displayed upon powering on, thus confirming the reported complaint. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the system error latch error 71. The autopulse underwent the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good-known test battery, until discharged without any faults or errors. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with sn (B)(6).

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed the "system error, out of service, revert to manual CPR" message. The crew switched to manual CPR. No impact or consequence to the patient was reported.